Event description:
It was reported that fluid has leaked into the unit and it is smoking from the back. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: evalution found that heavy liquid penetrated into the fuses holder inside the power entry module while the monitor was still on which burned the power entry module. The power entry module was replaced. The device/service history record review was completed and all manufacturing inspections passed with no non-conformances. No further actions will be taken at this time.